Manufacturer narrative:
Evaluation: results: operational problem - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. Evaluation: conclusion: operational context caused or contributed to event - the root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion.

Manufacturer narrative:
(B)(4).

Event description:
The physician was using an in.pact pacific drug eluting pta balloon catheter to treat a lesion in the sfa near the popliteal. The lesion was described as eccentric with stenosis of 90% in the proximal,70% in the distal and exhibited calcification. The lesion was non tortuous. No resistance advancing the device , no friction with accessory equipment . After pre-dilatation, an attempt was made to inflate the in.pact pacific .the balloon was inflated to 14atm for 180 seconds, however in the middle there was some kind of a twisting or furrow and the balloon could not be inflated completely. This happened two times in a row. No clinical sequelae reported. Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions image review: the images provided for review show a stenosis in the sfa artery near the popliteal. The first in.pact pacific balloon was used to treat the stenosis. The balloon could not be fully inflated, during the first inflation it show a twist a so called "candy wrap" effect in the proximal part. Afterwards a second in.pact pacific balloon was inflated in the sfa artery, the same problem occurred: the balloon show a twist in the distal part. After the use of the two balloons, the angiographic image showed a part of the stenosis still present in the sfa. For this reason, a third balloon (details unknown) was used. Finally the angiographic image shows an improvement in the condition of the treated arteries. Evaluation summary: visual inspection carried out on the device showed two points with wrinkles on the balloon. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. A 0.018" guide-wire was easily advanced throughout all the device length, no resistance encountered. Negative pressure was applied on the balloon through a manometer syringe, the test passed; no bubbles came out to the syringe. Afterwards the balloon was inflated sequentially at: 2 bar: a change in the balloon profile was noted in the former wrinkles points. 7 bar: the balloon is fully inflated; at this pressure the wrinkles are not visible. But it was noted a guide wire lumen twisted in one of the two points with wrinkles (approximately 9 cm from the tip) the balloon was then completely deflated; wrinkles reappeared in the twisted point. The balloon profiles are in accordance with product specifications.